Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms or displacement anomalies noted. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms observed. The unit was received with cracked case at display window corners and minor scratched lcd window.

Event description:
Customer reported that the insulin pump is alarming button error. Customer stated she removed the battery for 20 minutes and was unable to clear the alarm. Customer stated that she was shopping at a store and went through a metal detector. Blood glucose value is 267 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.